Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was for about 3 weeks the patient noticed the stimulator kept shutting off even if it was charged. Patient reset the controller and tried all that. Asked how pt knew it turned off. Pt said they felt stim was off. Pt then used the controller to check and it said stimulation off and the implant is at 50%. Pt confirmed they will turn it on with ins on/off button. It will stay for 10 min and then turns off. The issue started about 3 weeks ago. Pt was not near any emi. Redirected to hcp to have the device checked.